Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) /2019, the patient presented with elevated cardiac enzymes and a percutaneous coronary intervention (pci) was performed. Pre-dilatation was performed on the proximal right coronary artery (rca), 100% stenosed lesion and a 3.5x23mm (1074350-23 9053141) xience xpedition stent was successfully implanted. Pre-dilatation was also performed on the mid circumflex (cx) coronary artery, 100% stenosed lesion and a 2.5x28mm (1074250-28 9031141) xience xpedition stent was successfully implanted. Reportedly excellent results were observed with 0% diameter stenosis, timi flow iii, and no complications. Post-procedure, the patient experienced chest pain, cardiac enzymes remained elevated and a new myocardial infarction was diagnosed. Medication was provided as treatment. Per physician, the event was unknown if device related. There was no device malfunction. No additional treatment was provided. The event was considered resolved on (B)(6) 2019. No additional information was provided regarding this issue.